Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported.